Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a power on reset. The plan was to replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed the power on reset that was recorded on the save to disk file. There was no new power on resets recorded during analysis. The analysis was terminated since no new power on reset occurred and the failure could not be re-established. If information is provided in the future, a supplemental report will be issued.